Manufacturer narrative:
Not returned. The device was explanted and is currently retained with the pts family. The availability of this device for analysis is unclear. Crt-d function could not be confirmed on pt's arrival and without device availability, apprpriate function can not be verified. If add'l info is received this event will be updated.

Event description:
Boston scientific cardiac rhythm management (crm) received info that a pt with this cardiac resynchronization therapy defibrillator (crt-d) presented in the ER with ventricular fibrillation. External defibrillation was performed at which time the arrhythmia would temporarily terminate and then recur. After 40 minutes of external treatment, the pt expired. No allegations against device functionality or longevity were reported.